Event description:
Health care professional reported low battery alarm not enabled at implant, 20 minutes post-op and still alarming. No reported of device explantation. A follow up report will be sent when additional information is received.